Event description:
During an endoscopy procedure, a cook soehendra lithotriptor handle was used with an unknown basket and lithotriptor cable. The handle of the lithotriptor device broke. The medical facility stated they brought the device 6 years ago. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states that the device is reusable as long as integrity of the device is intact. The instructions for use also states; "reusability of device depend in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet. During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use. Prior to distribution, all cook devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.